Manufacturer narrative:
Vyaire complaint number: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer requested on-site repair for no display on sn (B)(4) and the fst replace the covers for the uim arm on the ventilator. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea venitlator experienced display issue. The device has no display. As of this time, there is no information regarding patient involvement.